Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise on the atrial and right ventricular (rv) channels. The atrial lead had been programmed off due to atrial fibrillation (af). The rv noise had been oversensed resulting in pacing inhibition and 2.5 seconds of asystole for this patient. The rv channel was reprogrammed to unipolar configuration. The patient will be followed at another facility for a potential revision procedure. No additional adverse patient effects were reported.